Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was intermittently unresponsive and hyper responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings: a visual inspection confirmed that the keypad cover was returned with no tears or peeling. The keypad button symbols were worn, which has no effect on insulin delivery function. During testing, the up arrow, down arrow, and ok keypad buttons were intermittently unresponsive. No hyper responsiveness was noted. The keypad cover was opened and evidence of contamination was found under all button contacts. Unrelated to complaint, the vibration motor was found to be unresponsive. Additionally, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.